Event description:
It was reported that an ilet user experienced elevated blood glucose, with a peak reading of 239 mg/dl, after not announcing a dinner meal; glucose subsequently trended down to 207 mg/dl during the call. Symptoms included hyperglycemia without reported acute clinical manifestations. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed user-related use error associated with an unannounced meal, with no alerts or alarms reported. It was concluded that device performance was consistent with expected operation and that the event was attributable to use error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.